Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip appliers jaws fired crossed clips. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) batch # = l92z49. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed 2 clips as intended, the remaining 2 clips were ejected finally it locked out as intended. However no scissored clips were noted during functional testing. In order to evaluate the condition of the internal components of the device was disassembled. Upon disassembling, the handle posts were found to be broken which caused the clips to be ejected. No conclusion could be reached as to how the handle posts became damaged. The batch record was reviewed and no anomalies were noted during the manufacturing process.